Event description:
Pt was thrown from a wheelchair after the wheel broke. Family member said that the right wheel practically disintegrated. Pt substained a badly broken shoulder that required a prosthesis. The accident occurred in 2002. The wheelchair was supplied as a lease under the medicare program, only 43 days before the accident happened. Independent studies conducted by a consultant hired by family member lawyer disclosed, according to family member, that the wheel was 16 years old. Family member also said that they found out that the MFR had received 29 similar reports during the last 10 years, which were submitted to FDA by the MFR. Family member sued invacare. Family member said that the case went to mediation and is pending signature of monetary settlement by a judge, as family member refused to sign it. Family member indicated that they have the broken wheelchair in storage as well as all of the documents related to pt's injury and the legal case (including the consultant's report). Family member also said that they fired their lawyer when lawyer advised to turn in the w/c to inavacare for destruction. Family member said that during the case, invacare declined to retrieve the w/c for analysis. Family member also said that more recently invacare has requested the w/c to repair a defective armrest, but family member has refused to give it to them. Family member said that the armrest cracked shortly after it was delivered. Family member reiterated that the accident was not related to the armrest problem but caused by the broken right wheel.